Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving bupivacaine (concentration and dose unknown by reporter) and dilaudid (10 mg/ml at 4 mg/day) via an implanted pump. The indication for pump use was intractable spasticity and ischemic peripheral pain. On (B)(6) 2015 it was reported that the patient was in the ER (emergency room) obtunded with an altered mental status. The staff attributed it to the pump and wanted to turn the pump down to minimum rate. Additional information was received on (B)(6) 2015 from a healthcare professional via a company representative and it was reported that the patient was admitted and was experiencing withdrawal as a result of the pump being turned down to minimum rate. The staff requested that the pump be turned back to the original dose on the evening of (B)(6) 2015. The cause of the altered mental status was unknown. The cause of the altered mental status, the diagnostics performed and the resolution of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.